Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, myopotential episodes were observed and confirmed with provocation tests. Reprogramming was completed followed by revision surgery in which the lead was capped and replaced.